Manufacturer narrative:
Traces start 05/09/2023 14:44:01, end 05/12/2023 06:04:00 by safe shutdown and do not contain critical faults. Pump error log does not contaion any info. History contains the following occurences of fault 53: 05/05/2023 05:05:28 with incorrect fileid/lineid that typical for bum; 05/05/2023 05:15:00 that was just a repeat of alert annonciation 10 minutes after the previous call of fault 53; 05/07/2023 05:05:28 fault 53 was triggered by function cpmschlistinserttohead file ble/cpm/cpm_scheduler/cpmschlist.c due to incorrect address of parament passed to function (null or unaligned) 05/07/2023 05:15:00 that was just a repeat of alert annonciation 10 minutes after the previous call of fault 53. Analysis: case that happened 05/05/2023 is typical for bum: incorrect fileid and lineid. In case that happened 05/07/2023: it is impossible to have incorrect parameter pphead because in all cases when this function is called this parameter is an address of cpm_sch_node_s* freenodes (address of address), which is a static, i.e. It has a correct initial address and this address is not changed in code. Conclusion: bum. The pump passed the displacement test and self test. Test p-cap locked properly into the reservoir compartment. No pump error 53 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed 2 pump error 53 alarms on 05/05/2023 at 05:05:28.000 (file number: 48422, line number: 29728, esf #: (B)(4)) and on the event date of 05/07/2023 at 05:05:28.000 (file number: 655 ,line number: 78, esf #: (B)(4)). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, label damage, battery cap contact missing, corroded battery tube, and corroded battery tube spring. Pump error 53 was confirmed in the pump history files and traces due to a possible hardware error, problem isolated to the electronic assembly. Moisture damage was confirmed found isolated on the battery tube. Battery cap contact missing was confirmed during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 53. Troubleshooting was performed and was able to clear the alarm successfully. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and insulin pump will be returned for analysis.